Event description:
The user experienced an issue of questionable results for intact human chorionic gonadotropin + the ss-subunit (hcg) ongoing since (B)(6) 2010. Of the information for two samples provided, one sample was discrepant. The sample was tested twice with negative results. No specific data were provided. On (B)(6) 2010, the patient was confirmed as (B)(6) pregnant when she was tested at another hospital using an abbott analyzer and at this laboratory with the min vidas and rapid card. No specific data were provided. On (B)(6) 2010 the original sample was retested on the cobas e411 and a positive result was received. No specific data were provided. No adverse events were alleged regarding the event. The lot number of the hcg reagent was 157397.

Event description:
It was reported that during an exploratory laparotomy procedure, the device would not staple. The staples would come out, however, not staple into the skin. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
Additional information was received concerning the event. The initial result on (B)(6) 2010 was 0.709 miu/ml. The repeat result on (B)(6) 2010 was 0.188 miu/ml and repeat results on (B)(6) 2010 were 123.8 and 117.8 miu/ml. The patient's status was incorrectly diagnosed as non-pregnant. The patient's status was then declared as "4 weeks gestation" based on the results from the other laboratory. Information provided states the patient was harmed psychologically by this event. No specific details were provided to further clarify the psychological harm alleged.

Manufacturer narrative:
Insufficient information was provided for further investigation of this event. A specific root cause could not be determined. No adverse events were reported.

Manufacturer narrative:
This event occurred in (B)(6).